Manufacturer narrative:
Following information reported by the customer (B)(6) hospital in australia, the radius arm dislodged from the enterprise 9000x bed's frame. There was no information regarding patient involvement. No injury was reported. The device evaluation performed by the arjo technician confirmed the reported issue. According to the information provided by the nurse in charge, this issue could be caused by the children who jumped on the corner of the bed. The simulations carried out by the manufacturer showed that two potential situations can lead to radius arm detachment. The first one when the backrest is blocked with the obstacle in the position of 45 degrees and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed. And the second one when the obstacle is put between the base frame and radius arm. The information gathered does not allow to confirm these scenarios however, it cannot be excluded that the children jumping on the corner of the bed could lead to this issue. In summary, the enterprise 9000x bed did not meet the manufacturer¿s specifications. There was no indication that the patient was lying on the bed when this malfunction was observed. Although there were no injuries reported, the complaint was decided to be reportable in an abundance of caution due to the allegation of the radius arm detachment which might lead to the bed collapse during use with a patient.

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided in the follow-up report.

Event description:
Following information reported, the radius arm detached from the enterprise 9000x bed frame. There was no information regarding patient involvement. No injury was reported.